Manufacturer narrative:
Patient underwent office explant and placement of foley catheter for 10 days. Awaiting reimplantation.

Event description:
Patient developed gross hematuria, he underwent a cystoscopy. Findings were a erosion on right side at the urethral bladder neck. Device explanted on right side, treatment was foley catheter for 10 days. Awaiting reimplantation.